Event description:
It was reported that a bag became disconnected from the cassette line during dwell one of four on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated they observed the supply bag being disconnected from the cassette line. The hp stated they had clamped the bag and line. The technical service representative (tsr) explained the hp would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.